Manufacturer narrative:
Unit received with completely broken reservoir tube lip. Unable to perform the displacement and self test due to completely broken reservoir tube lip. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Pump received with broken reservoir tube lip, cracked battery tube threads, cracked case from display window corner, cracked case, cracked case from reservoir tube window corner, cracked reservoir tube window and missing end cap sticker. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the reservoir compartment. Reservoir was leaked out of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.